Event description:
It was reported that the patient received numerous inappropriate shocks due to nonphysiologic oversensing. Oversensing reproducible when patient moved arm above head or with pocket manipulation. Reported that noise looked like "myopotential" oversensing. Device was replaced. Follow-up reports that the oversensing has persisted even since new device has been placed.